Event description:
It was reported that the left ventricular (lv) lead was unable to be adequately inserted into the header of the device during the implant procedure. Additionally, high pacing impedance was observed on the lv channel. The physician was unable to advance an introducer needle into the lv port despite the set screw completely retracted. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to connect was confirmed and the reported event of high pacing impedance was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of the device header indicated the left ventricular tip bore was out of specification. A manufacturing investigation identified the incorrect use of pin gauge as root cause for the tip bore anomaly and reported events.